Event description:
It was reported that the atrial lead exhibited noise. The lead remained implanted.

Event description:
New information states that on (B)(6) 2014 a programming change to sensitivity by the physician was made. The patient would be scheduled for follow up and his condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.